Event description:
Per the clinic, the patient experienced an infection and was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 14, 2024.